Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that troubleshooting included pushing the exams from the patient archiving and communication system (pacs) and loading to another navigation system.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the exams were pushed to the system separately utilizing digital intercommunication of medicine (dicom) qr. The studies were three separate studies vs one study. It seemed as the dicom qr license was not functional. No patient present. The probable cause was noted to the solid state drive.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they deleted and reloaded the software and the problem had not persisted. It was clarified they could send images from picture archiving and communication systems (pacs) to the medtronic navigation system just fine. When pulling from pacs to the medtronic navigation system, it would separate the images into smaller folders and after a while, would send over the actual full exam in a file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that when trying to download software, an error message of 732 was appearing.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: code d14 applies to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Code d15 applies to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.